Event description:
An optometrist reported that a patient was found with post operative high myope with astigmatism in the left eye. The reporter further noted a case of blurry vision at a distance and high fluctuations post treatment. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The investigation is completed. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. No technical root cause could be determined, system is performing within specifications. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).